Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation. Pictures of the device were provided. Based off of the provided pictures, the break appeared to occur around electrode 3. The catheter tip including the three most distal electrodes were missing. Due to the poor quality of the pictures, it was impossible to determine the integrity of the remaining electrodes. Also, since the device was not removed from the plastic bag when the pictures were taken, it could not be determined whether the device retained the original lasso shape. Since the complaint device was not returned to sss for an evaluation, a root cause could not be determined. Sss's instructions for use state: "place the catheter by rotating the shaft in a clockwise motion only to reduce the risk of entrapping cardiac structures." "Do not exert excessive pressure during placement of catheter if unknown resistance is encountered." "Pull thumb knob back prior to insertion or withdrawal." The device history record for the returned device indicates that the device passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Manufacturer narrative:
At the time of this report the complaint device has not been returned for stryker sustainability solutions for an evaluation and an investigation has not been completed. A follow-up MDR will be submitted once an investigation has been completed.

Event description:
It was reported that during a procedure the tip of the catheter broke off in the patient's heart. A separate senior physician was brought in and attempted for an hour to remove the piece of the catheter but was unsuccessful. The patient was discharged from the hospital and an open heart surgery was performed ten days later to remove the piece of the catheter.